Event description:
Patient reported the insulin delivery of the infusion device is too low and something rattles inside the infusion device when she shakes it. She believes there is a loose part. She provided the following example: her blood glucose was 281 mg/dl on (B)(6) 2013 at 2:27 p.m. She changed the infusion set and delivered insulin as a correction. The infusion set is changed every 2 days and the cartridge every 3 days. The infusion device was requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified, and the product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.